Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report # 1627487-2018-03069. It was reported that patient had developed mrsa infection at both thoracic and buttock wound sites. As a result, patient underwent a surgical intervention on 12 march 2018, wherein patient¿s scs system was explanted.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2018-03069.

Event description:
Device 2 of 2 : reference MFR report # 1627487-2018-03069. Additional information received indicated the issue is resolved.